Event description:
A customer reported via a web form a "scan again in 10 minutes" message for more than 2 hours. The customer indicated on the form that they required third-party intervention due to this issue. However, no further information is available as attempts to contact customer have thus-far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not properly seated, and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plugs and damaged was observed to the sensor. An extended investigation has been performed. Visual inspection was performed on the returned sensor plug and no issues were observed. Cosmetic defect was observed on plug assembly, this did not contribute to the customers complaint as plug was seated correctly. Sim vivo test was done and passed and no physical damage observed to sensor therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "scan again in 10 minutes" message for more than 2 hours. The customer indicated on the form that they required third-party intervention due to this issue. However, no further information is available as attempts to contact customer have thus-far been unsuccessful. There was no report of death or permanent injury associated with this event.